Manufacturer narrative:
Device had button error alarmed due to corroded on keypad trace. Unable to perform the displacement, basic occlusion, occlusion, prime and no delivery tests due to button error. Device received with scratched on display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 348 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.